Event description:
During a cardiac arrest, the lucas device was placed on the patient. When turned on, an alarm was received, and the unit failed to operate. This did not affect the outcome of patient care.